Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." "Cgh bme madeline reported an overinfusion case. According to bme, patient's condition was stable and no complication reported related to the incident. Following description provided by bme as per nurse's description: on (B)(6) 2022, IV noradrenaline 16mg in 100mls dextrose 5% started at 0.2mcg/kg/min @ 4.4ml/hr, 0828hours. At 1026hours, nurse noticed the volume of IV noradrenaline left in the burette was lesser. Based on the history log, dose was titrated multiple times from 0800-0826hours and there's no discrepancy found. Nurse stopped the infusion and reported to bme for technical advice."

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion." "Cgh bme madeline reported an overinfusion case. According to bme, patient's condition was stable and no complication reported related to the incident. Following description provided by bme as per nurse's description: on (B)(6) 2022, IV noradrenaline 16mg in 100mls dextrose 5% started at 0.2mcg/kg/min @ 4.4ml/hr, 0828hours. At 1026hours, nurse noticed the volume of IV noradrenaline left in the burette was lesser. Based on the history log, dose was titrated multiple times from 0800-0826hours and there's no discrepancy found. Nurse stopped the infusion and reported to bme for technical advice."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The history was analyzed on (B)(6) 2022 between 8:28.52 am and 10:26:53 am. The infusion was started with a rate of 4,78ml/h. The infusion stopped at 10:26:53. At this time, 9,4ml has been infused. No other abnormalities were found in the device history. The complaint could not be confirmed.